Manufacturer narrative:
Q-15 initial report. This initial report is being submitted now as it was erroneously submitted as a follow-up report in error. This case was submitted as a result of a retrospective review. The devices were manufactured by (B)(4) on behalf of corin and the devices have been sent to them for their investigation. Corin has provided new instruments to the complainant. Based on this, corin now considers this case closed.

Event description:
7 trinity mis introducer handles were reported as broken.